Event description:
It was reported that there was myopotential inhibition on the device. Review of electrocardiogram showed low level, high frequency noise that inhibited pacing. Myopotential oversensing was noted due to patient undergoing breathing treatment. Patient will be monitored with routine follow up. Patient was stable.